Event description:
It was reported that balloon rupture occurred. The patient presented for endovascular therapy. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the inflation at 6 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported and patient condition was good.